Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and loss of capture was noted on the right ventricular lead on (B)(6) 2018. The lead was fractured. The device was reprogrammed. On (B)(6) 2018, the patient presented for lead revision procedure. The lead was capped and replaced. The patient was stable before and after the procedure.